Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). During the procedure, once the versacross connect dilator was removed from the sheath and aspiration was attempted, air was noted in the sheath. It took about 5-6 aspirations and flushes to remove all of the bubbles for safe insertion of the mapping catheters. However, same happened when aspiration was attempted to clear the sheath for the mapping catheter. To remove the bubbles, they shine light over the clear shaft for better visualization and gently tapping on the sheath to disturb the bubbles out of the sheath. Slow aspiration and flush. Later, the sheath was replaced was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as disposed. It was further reported that there were no abnormalities noted during preparation of the sheath. No leak nor air was noted in the patient. Pressure bag irrigation method was used with a flow rate of 30ml/min. The procedure was completed successfully using same original sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During the procedure, once the versacross connect dilator was removed from the sheath and aspiration was attempted, air was noted in the sheath. It took about 5-6 aspirations and flushes to remove all of the bubbles for safe insertion of the mapping catheters. However, same happened when aspiration was attempted to clear the sheath for the mapping catheter. The sheath was replaced was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as it was disposed.